Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record # (B)(4).

Manufacturer narrative:
The iab was returned with the membrane folded inside the t-handle. No blood was visible on the catheter. The extender tubing was also returned. A laboratory insertion test was performed using an 7.5fr laboratory sheath since the sheath was not returned for evaluation. The technician was able to successfully insert the balloon through the sheath. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. The reported event cannot be confirmed by the evaluation. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period (B)(6) to (B)(6)was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after opening the intra-aortic balloon (iab) packaging, the customer found the patient's anatomy was tortuous. This was confirmed via x-ray fluoroscopy. The customer aborted iab insertion. There was no patient harm or adverse event reported.